Event description:
Customer reported that usb port of insulin pump was exposed to dust and pet hair due to a missing flap, leading to connectivity issues. There was no reported impact to customer's blood glucose level. Customer declined follow-up from customer service, and further information regarding the outcome of the event was unavailable.